Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 125 mg/dl. The infusion set site was changed. Due to the occlusion alarms, the customer over-bloused with the pump and the customer's bg dropped to 55 mg/dl. Sugar was consumed to address the low bg level. A pump system check was performed and the cartridge and infusion set tubing were found to be functioning as expected. As the infusion set site had been changed prior to contacting tandem technical support a cause of the occlusion could not be determined. The occlusions were to be discussed with a healthcare provider the next day.